Event description:
Patient brought into procedure room by rn and rt. Before rn and rt moved the patient to the procedure table the patient stated "I don't feel good" and presented with a panicked facial expression and became slightly diaphoretic. Rt checked temp pacemaker device and the device was flashing red. Rt opened battery slot and no batteries were in the device. Rt went to grab a new temp pacemaker device with batteries while rn placed patient on defibrillator monitor. Patient was placed on monitor and was actively pacing. Rt attached new temp pacemaker device and the patient's symptoms subsided. The patient never lost consciousness throughout the event. Doctor came to bedside to witness the temp pacemaker with no batteries. It was discovered that the pacer box easily ejects the battery compartment. FDA safety report ID# (B)(4).